Manufacturer narrative:
Technical support (ts) asked the customer to check the org closet, but the customer did not know where the close was nor did she have access to such closet. The customer's it will check out the close and reach out again. The customer reported later that the issue was resolved by powering the uninterruptible power supply (ups). When they went into the closet, the org was off and the ups was off.

Event description:
The customer reported that the central nurse's station (cns) is in communication loss (comm loss) with 7 telepacks. There was no patient injury reported.